Event description:
It was reported that the external pulse generator (epg) was not pacing. The epg was replaced, sent for repair and returned to the customer. The cable was taken out of service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4): no anomalies were found. However, analysis found that a break in the patient cable was confirmed.